Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained lcd resilient cover.

Event description:
The customer reported via phone call that her son's insulin pump buttons are worn down and do not work correctly. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.